Manufacturer narrative:
(B)(4)

Event description:
It was reported non-sustained rv oversensing episodes due to myopotential oversensing was observed via review of egm. Programming change was recommended.

Event description:
New information received indicated that the recommended programming change was made. No further issues were reported.